Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that gastrointestinal videoscope had fibers sticking out in the insertion tube close the biopsy channel. The issue was found during reprocessing. There was no patient involvement.